Event description:
During a remote follow-up, episodes of myopotential over-sensing were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating provocative testing was performed and oversensing was unable to be reproduced. The patient will continue being monitored.

Manufacturer narrative:
Correction: upon review, the gallant dr should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction that caused a serious event.

Event description:
Additional information was received that there was no alleged malfunction on the device.